Manufacturer narrative:
No UDI code available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt stopped having access to sound with the device whilst watching tv. An accident or trauma is not known. Re-implantation is considered.